Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to capture anomaly. The patient never experienced symptoms either pre- or post- lead revision. Patient tolerated procedure well and is recovering well.